Event description:
(B)(4).

Event description:
Revision due to loosening. Xrays show lucency around the central fluted peg.

Manufacturer narrative:
Examination of the returned (B)(4) anchor peg glenoid by depuy extremities engineering finds inferior bearing wear. Additional event information including patient demographics, x-rays, and revision surgery operative notes were requested but not provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A search of the complaints databases does not find a trend of this issue against the product family. Review of device history records finds 5 pcs went to fg with no related deviations or anomalies that would have contributed to the reported event. Raw material certifications conformed to specifications. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.